Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video slice (vsl), isi core controller (icc), auxiliary video board (av), core, and personality module audio / video (pmav) due to error 310. The system was tested and verified as ready for use. Isi has not received the vsl, icc, av, core, or pmav for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to the start of a surgical procedure, the customer reported to technical service engineer (tse) that error 310 was observed. Tse confirmed the error pointing to auxiliary video board (avp) on the system logs. The customer performed a power cycle and a reset the blue fiber cable (bfc); however, the issue was persistent. The customer then verified that the cable was seated on the socket. After that, tse had the customer perform another hard power cycle by switching the breaker to off position for ten seconds and then switch the breaker to on position, but the issue was not resolved. The procedure was aborted to another dv system with no reported injury.